Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose (bg) that displayed as ¿high¿; however, a specific value was not provided. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2026 with no permanent damage. Reportedly, the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.